Event description:
The company received a report where it was claimed that the cuff developed a leak during pt use. The caller reported that non routine extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the mfg site for analysis. If the sample is returned and significant info is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.